Event description:
The customer reported to customer service that she has had a yeast infection in her breasts since she started pumping three months earlier. She has been prescribed antifungal and antibiotics, as was her baby who was also being treated for yeast. The customer contacted a lactation consultant and her pediatrician to see if it was okay to feed her baby pumped breast milk and they both agreed that it was okay as long as the pump parts/accessories were boiled before coming in contact with the baby. She further reported that when boiling the breast shields, she forgot that they were on the store and one melted completely, producing a "terrible burning plastic smell" and she expressed concern about the toxicity thereof. Finally, she also inquired about breast shield sizing, stating that she had several breast shield sizes and that when she uses the larger size there is a pooling of milk in the shield and 3/4th of her areola goes into the tunnel, but when she uses the medium shield her nipple rubs in the tunnel.

Manufacturer narrative:
In f/u with the customer, she indicated that she initially breast fed her baby, but began using a hospital grade breast pump 4 days after her baby was born when he was hospitalized for jaundice and then used her own personal pump upon returning home. Approx one week later, she started experiencing breast pain and visited her doctor, who was uncertain as to how to treat her symptoms. He prescribed her antibiotics and has since prescribed repeated rounds of antibiotics and antifungal medications. Her baby has also been treated with antifungals. She finished her treatment and feels like "it has gotten better, but is giving it some time because occasionally she will have a very little pain." Customer was given guidance on cleaning equipment, preventing recurrent yeast infections, and breast shield sizing. The incidence of fungal infection has increased dramatically in the past decade probably due to the widespread use of antibiotics, which obliterate the normal flora commonly credited with keeping fungal growth under control. Milk is an excellent culture medium for the fungi that thrive on carbohydrates. An infant may acquire the fungus during vaginal birth, becoming colonized and inoculating the breast during breastfeeding. [Breastfeeding: a guide for the medical profession, 4th edition]. The breast pump has a hermetic barrier separating the pump and tubing from the breast shield, which is the only part that comes in contact with the breast. Further, there is no air transfer that occurs between the pump and the breast. Therefore, the risk of yeast lies with the breast shield itself, which if boiled per instructions before use, such risk will be mitigated. It cannot be definitively concluded that the pump this customer used caused or contributed to the yeast infection. However, as the pump was in use at the time of diagnosis, this medwatch is being filed. We will monitor complaints for similar issues.